Event description:
The customer reported multiple issues with the device, including that the device won't recognize the battery, and a red x in the ready for use indicator. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device, including that the device won't recognize the battery, and a red x in the ready for use indicator. There was no reported patient involvement. The customer replaced multiple parts in the device, and also reseated the cable for the ready for use indicator to resolve the issue. We are considering this a malfunction based on the customers report but we cannot determine the cause because multiple parts were replaced.